Event description:
It was reported that a volume discrepancy was noted. The hcp had aspirated more volume than expected. The expected reservoir volume was 13.8 ml while the actual reservoir volume was 25 ml. No patient symptoms were reported. Additional info has been requested from the hcp, but was not available as of the date of this report.